Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was instructed to continue using it while being advised to call back if the malfunction code reappeared. The customer acknowledged and understood the guidance.